Manufacturer narrative:
(B)(4). Leak test failure. Device c batch # unk; mfg date: unk; exp date: unk device (a) was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the probe. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. A batch record review was performed and no anomalies were found during the manufacturing process. Device (b) was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the probe. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. In addition, the lens of the obturator was noted cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. A batch record review was performed and no anomalies were found during the manufacturing process. Device (c) was returned in good visual condition and without the obturator. The device was functionally leak tested and failed without the test probe inserted. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. As the obturator was not returned a batch number is not available; therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic hand assisted nephrectomy, the trocars were being used with a 5mm stryker scope, the camera port. The trocars are leaking so bad they were hissing. The surgeon is having to pull the camera out throughout the case to allow the abdomen to re-insufflate. There is no adverse consequence to the patient reported at this time.